Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the date and how the angulation malfunction occurred was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the fiber like foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the angulation of the evis lucera elite gastrointestinal videoscope malfunctioned. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found nozzle was clogged with foreign material. The report is being submitted due to the foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the bending angle in the up direction did not meet standard value due to wear of the angle wire. In addition, evaluation found the play of the up/down knob was out of standard value due to wear of the angle wire, water tightness was lost due to a pinhole in the bending section cover, the bending section cover adhesive was cracked and had a white clouded area, the adhesive around the objective lens was peeled, the adhesive around the light guide lens had a white clouded area, the scope cover was dented, the connecting tube was wrinkled and scratched, and the protector around the universal cord was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.